Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer, and identified the failure mode as air bubbles reference reagent caused by a defective reference valve. The fse replaced the reference valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of negative anion gaps for ten 1(0) patients on their dxc 700 au chemistry analyzer. As result, the customer observed discrepant results for sodium (na), chloride (cl) and carbon dioxide (co2). The customer stated one patient result was reported out of the laboratory, but was later amended. There was no report of change to treatment, injury, or death associated with this event. Quality control (qc) was within the laboratory's established range prior to the event. The customer did not provide patient demographics. The customer verbally provided examples of the erroneous results.